Manufacturer narrative:
On (B)(6) 2021, mentor received confirmation that patient has not had surgery or a date of explant and not sure she will ever have it. Hence, the following updates have been made until additional information is received. Is required intervention has been deselected under section b; field b2. Fields d6b for explantation date is blank. Field h6 health effect - impact code ¿recognized device or procedural complication¿ has been added. Field h6 type of investigation has been updated to "device not accessible for testing." Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 10, 2021, mentor became aware that the date of surgery was (B)(6) 2021. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 .- fields d6b for explantation date have been updated to (B)(6) 2021. - field h6 health effect - impact code ¿device explantation¿ has been added. .- field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: right deflation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 250cc mentor siltex round moderate profile and experienced breast implant deflation on her right side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.